Manufacturer narrative:
Evaluation summary: customer reported operation channel blocked. The customer stated leak on instrument/operation channel. Therefore, we checked the returned unit and confirmed that the operation channel constricted. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. Additional information: h4: device manufacture.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of " leak on the instrument/operation channel"_primary channel blocked involving pentax medical gastroscope model eg-2990i, (B)(4). The timing and location of observing the event are unknown. Multiple good faith efforts were made with no additional information being received as of 18-nov-2021. The customer owned endoscope was received by pentax medical for evaluation on 25-oct-2021. The endoscope was inspected by pentax medical service under service (B)(4) and the technician confirmed the customer complaint as the primary operational channel was crimped at the biopsy inlet t-piece and the endoscope failed wet and dry leak testing. The technician documented the following inspection findings: leak at biopsy channel (large/ primary) inlet side, fluid invasion in segment section, customer complaint confirmed, failed wet leak test, endoscope failed electrical safety test - plct, primary operation channel crimped at biopsy inlet t-p, failed dry leak test, fluid invasion to insertion tube, hole in # 2 remote control button cover, segment corroded, fluid invasion in control body, control body severe corrosion inside, up/ down guide plate coating peeling off, body root brace cracked, remote control wires corroded, suction tube twisted/kink, rubber trim collar severe cut. The device underwent repairs including the following components: o-rings and seals, operation channel, adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, segment attaching screw, staycoil collar, segment staycoil assy pb-free, rl pulley assy, ud pulley assy, bracket cover, connecting receptacle(2), connecting receptacle, dr-stopper assy, guide cover plate, intermediate plate, staycoil holder bracket, stopper screw holding plate, ul-stopper assy, pcb for r.c switch pb-free, remote control button, switch with base plate no1 pb-free, switch with base plate no2 pb-free, remote control wire, base plate, x-ring(1.8x19.6) gray, root brace rubber lg body, rubber trim collar, rl lock rotating disk, ud lock rotating disc, r.c. Wire holding plate, suction channel lg. The endoscope is awaiting repair and approved by final qc as of 18-nov-2021. Model eg-2990i, (B)(4) has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.